Manufacturer narrative:
Investigation summary a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they were having intermittent misidentification issues. A bd field service engineer (fse) was dispatched to the customer site. The fse performed a normalizer cv test, and a filter panel test with the panel test failing. The fse then performed a forced light source adjustment and then reran the filter panel test for both tier a and b, which failed again. The fse replaced the normalizer panels. The light source boards for tier a and b were also replaced. The fse then re-ran the light source adjustment, the filter panel test, and the normalizer cv test all with passing results. This is a confirmed failure of a bd product. The root cause of the failure was unable to be determined. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history was completed and revealed no prior cases with this failure mode for this instrument, however, two other instruments at this customer experienced similar failure modes. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system, the user noted intermittent misidentifications of the patient results. Preventative maintenance was performed to resolve the issue. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system, the user noted intermittent misidentifications of the patient results. Preventative maintenance was performed to resolve the issue. No health impact or consequence reported.